Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2017; 459888 lead implanted: (B)(6) 2017. Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low unipolar atrial impedance. It was noted that on the day of the warning, the patient had a tee (transesophageal echocardiogram) performed, and about five days earlier the patient had open heart surgery. The device remains in use. No patient complications have been reported as a result of this event.